Event description:
This is a solicited case report received from an investigator in france on 11-jul-2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). On (B)(6) 2009, essure devices were inserted for sterilization. On (B)(6) 2009, patient had a sudden right iliac fossa pain which occurred 8 days before. An ultrasound was performed and showed right horn with thickened aspect and the implant overtaking in cavity. On (B)(6) -2009, right salpingectomy by laparoscopy was done for perforation post essure placement. Right essure was removed and the patient recovered on (B)(6) 2009. The event right essure perforation was considered by the investigator as serious due to hospitalization and as related to essure device. At the reporting time, the left implant was still in place. Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had a right essure (fallopian tube occlusion insert) perforation diagnosed approximately 5 months after device insertion and was submitted to a laparoscopic salpingectomy with removal of the right essure. She recovered from the event after the surgery. The reported event is listed according to essure's reference safety information. Uterine perforation/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported event was not informed, given its nature and positive temporal relationship with essure procedure causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal and hospitalization were required. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Perforation questionnaire received from investigator on 25-aug-2016. Patient had 2 pregnancies with 2 live births. No previous gynecological interventions. No abnormal findings during insertion. Cervical dilation was done. The insertion and visualization of tubal orificium was done. The procedure did not take more than 20 minutes. No complaints immediately after insertion. On (B)(6) 2009 a laparoscopy was done and diagnosed unilateral right perforation. No organ or abdominal structure perforation occurred. The perforation did not occur before or after deployment. Left essure was in correct position and right tubal perforation with exteriozation of the distal end of the coil. The patient presented with abdominal pain. X-ray was done on (B)(6) 2009 and did not confirm tubal occlusion and a second test was not performed. Essure removal was medically necessary and was not due to patient request. There was no pathology results and patient recovered on (B)(6) 2009. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-aug-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study ((B)(6)). She had a right essure (fallopian tube occlusion insert) perforation diagnosed approximately 5 months after device insertion and was submitted to a laparoscopic salpingectomy with removal of the right essure. She recovered from the event after the surgery. The reported event is listed according to essure's reference safety information. Uterine perforation/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported event was not informed, given its nature and positive temporal relationship with essure procedure causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required and hospitalization occurred. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up received on 22-sep-2016: information received from investigator states that patient had essure removed on (B)(6) 2009. On the same day, 08-oct-2009 and not in 23-oct-2009 as previously reported, she has recovered from right essure perforation. In addition, medical or surgical intervention was marked for the event. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had a right essure (fallopian tube occlusion insert) perforation diagnosed approximately 5 months after device insertion and was submitted to a laparoscopic salpingectomy with removal of the right essure and she recovered from the event. The reported event is listed according to essure's reference safety information. Uterine perforation/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported event was not informed, given its nature and positive temporal relationship with essure procedure causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required and hospitalization occurred. A product quality defect could not be confirmed but is considered plausible.